Manufacturer narrative:
One 10 pole, bi-directional, curve d-f, sensor enabled, advisor vl circular mapping catheter was received for evaluation. Three images were also submitted for evaluation. The shaft material was compressed between electrode 4 and 6, electrode 6 was displaced and the catheter loop was twisted proximal to electrode 10. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entanglement and damage remains unknown.

Event description:
During an atrial fibrillation procedure, the advisor hd grid catheter became entangled with the advisor fl in the left atrium and the catheters could not be removed. When attempting to remove the catheters using a snare, a atrial septal defect developed upon exiting the right atrium and the catheters were successfully removed using an ablation catheter. Pulmonary vein isolation was performed, and the procedure was completed which took approximately 2 hours longer than usual. The catheters were replaced and the procedure was completed with no adverse consequences to the patient.